Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital after receiving hv therapy, inappropriate antitachycardia pacing therapy and inappropriate hv therapy due to intermittent atrial undersensing was observed. Device interrogation also noted a vf episode triggered due to noise artifact on v channel, but therapy was not delivered. Noise was not reproducible with isometrics. It was noted that the ventricular sense trend was also decreasing. Device was reprogrammed to address the inappropriate shocks. Right ventricular lead was capped and replaced on (B)(6) 2018 without adverse event. The patient remained stable before, during, and after the procedure.